Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The ECG signal was correct and without any noise. The pins in the connector were bent and caused the problem that the cable could not be connected to the programmer. (B)(4).

Event description:
It was reported that the programmer had a broken electrocardiogram (ECG) connector. The ECG was not readable. Cable were changed but the issue remained the same. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)